Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) power supply can not be turned on in battery mode. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and reset power supply section. Fse replaced pcba, power slot interface to fix the issue. He performed functional test (ac/dc battery pack) and found ok. Unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.